Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Reportedly, the transmitter and pump were not being worn within line of site. The customer indicated that the pump and transmitter would be moved within line of sight and that tandem technical support would be contacted if the issue was not resolved. The customer did not contact tandem technical support regarding the reported issue.